Event description:
This report is being filed upon notification from our MFR to submit this incident that occurred in other country. Reported problem: the pt had an mr exam. The pt was canned with the sense neuro vascular coil. Pads were used to keep sufficient distance between the coil cable and the pt. After the examination, two second degree burns (blisters) appeared on the right forearm . The two 2nd degree burns were 1.5 cm in diameter on the right forearm. The burns were treated with topical ointment.